Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It wa reported that during novasure endometrial ablation on (B)(6) 2014, approximately twenty-seconds before the end of the procedure, "the patient experienced a vasovagal response [and] passed out". The physician removed the device and aborted the procedure. Immediately post device removal, the patient recovered. No intervention was required. The patient was transferred to recovery for one hour and discharged home.